Event description:
The customer reported the collimators were stuck in the closed position. This issue is likely to result in the inability to view a usable fluoroscopic image and result in a loss of imaging functionality. No patient death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The passive backplane connectors were evaluated and repaired. The system was tested and found to be working as intended and returned to service.